Event description:
On (B)(6) 2012, the reporter claimed that the animas pump has a power issue. The subject pump kept rebooting with the verification screen prompting the patient to check the settings. The issue started on in the morning on the day of the call. The pump rebooted 3 times. On that same day, the patient's blood glucose was elevated to 470 mg/dl. Reportedly, the patient tested positive for ketones. The patient did not have any symptoms at the time of concern. The reporter corrected the patient's blood glucose with insulin via syringe during the phone call. During troubleshooting, the reporter confirmed there was no bent cannula, no blood in cannula, and no other visible issues with the site. The battery compartment had a cracked casing. There was no product misused. The power issue was not resolved with training. The pump rebooted but review of the basal delivery within the pump history showed the subject pump was not shut down for any significant amount of time. It is not clear what contributed to the patient's alleged elevated blood glucose on the day of concern. This complaint is being reported because, the patient had elevated blood glucose of 470 mg/dl and tested positive for ketones while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed a cracked battery compartment and stripped battery cap threads. The battery cap returned with the pump would not secure properly and rebooting was duplicated. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours using a test battery cap with no delivery issues or power loss occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).